Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the audio bolus button was intact and responded normally. The original complaint could not be duplicated. Unrelated to the complaint, the display was dim, faded and discolored. There was a persistent horizontal line throughout the display. Also unrelated, the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. It was reported that audio bolus button was unresponsive and thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.